Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous de novo left anterior descending artery that is 90% stenosed. The lesion was pre-dilated with a 1.5x12mm trek balloon and 2.75x23mm xience apline stent was deployed at 10 atmospheres. Post dilatation with a 2.75x12mm nc trek was performed at 16 atmospheres. An edge dissection was noted at the distal edge of the stent after post dilatation. Another 2.5x15mm xience alpine stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.